Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of cardiac arrest ("cardiac arrest requiring resuscitation"), procedural haemorrhage ("blood loss (severe complications during the procedure)"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: severe migraines - for which she had no history of suffering prior to undergoing the implantation of essure. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("severe migraines"), hormone level abnormal ("hormonal fluctuations"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dyspareunia ("painful intercourse") and blood disorder ("developed a blood disorder"). In (B)(6) 2016, the patient experienced cardiac arrest (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant) and complication of device removal ("severe complications during the essure removal procedure"). The patient was treated with resuscitation and surgery (in (B)(6) 2016, underwent a hysterectomy to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the cardiac arrest, procedural haemorrhage, abdominal pain, genital haemorrhage, migraine, hormone level abnormal, abdominal pain lower, abdominal distension, dyspareunia, blood disorder and complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, blood disorder, cardiac arrest, complication of device removal, dyspareunia, genital haemorrhage, hormone level abnormal, migraine and procedural haemorrhage to be related to essure. The reporter commented: in (B)(6) 2016, plaintiff underwent a hysterectomy to remove the essure, during the procedure she experienced severe complications including but not limited to blood loss and cardiac arrest requiring resuscitation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of cardiac arrest ("cardiac arrest requiring resuscitation"), procedural haemorrhage ("blood loss (severe complications during the procedure)"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy and abnormal bleeding /heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. 789035) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test." The patient's past medical history included multigravida, parity 4 (date of births: (B)(6)), polyhydramnios and gestational diabetes. Severe migraines - for which she had no history of suffering prior to undergoing the implantation of essure, nickel sensitivity. Concurrent conditions included depression. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced cardiac arrest (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("severe migraines/ migraines"), hormone level abnormal ("hormonal fluctuations"), abdominal pain lower ("cramping/ lower quadrant abdomen stomach pain (cramp like; bloated"), abdominal tenderness ( felt sensitive) abdominal distension ("bloating"), dyspareunia ("painful intercourse"), blood disorder ("developed a blood disorder"), complication of device removal ("severe complications during the essure removal procedure"), blood iron decreased ("low iron"), pelvic pain ("pelvic pain (sharp cramp like pain)"), hot flush ("hot flashes"), coital bleeding ("spotting after intercourse"), dysmenorrhoea ("bad menstrual cramps"), metrorrhagia ("bleeding between menstrual cycles"), breast pain ("breast pain"), arthralgia ("hip pain"), back pain ("back pain"), diarrhoea ("diarrhea"), sensory loss ("loss of feeling"), panic attack ("panic attacks"), menstrual disorder ("menstrual blood clots"), abdominal pain upper ("stomach pain"), depression ("depression"), treatment noncompliance ("following essure placement procedure, she did not use birth control or contraception"); peripheral swelling (leg swelling); increased tendency to bruise (easy bruising); mood swings; irregular periods (menstruation irregular); alopecia (hair loss); teeth loss (tooth loss); sleep issues (sleep disorder); dry skin; blood in her urine (blood urine present); hip pain; dizziness and night sweats. The patient was treated with citalopram hydrobromide (celexa), iron, resuscitation and surgery (in (B)(6) 2016, underwent a hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the cardiac arrest, procedural haemorrhage, hormone level abnormal, blood disorder and complication of device removal outcome was unknown, the abdominal pain, genital haemorrhage, migraine, abdominal pain lower, dyspareunia, blood iron decreased, pelvic pain, hot flush, coital bleeding, dysmenorrhoea, metrorrhagia, breast pain, arthralgia, back pain, diarrhoea, sensory loss, panic attack, menstrual disorder, depression, allergy to metals and treatment non-compliance had resolved and the abdominal distension, abdominal tenderness and abdominal pain upper had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abdominal tenderness, allergy to metals, arthralgia, back pain, blood disorder, blood iron decreased, breast pain, cardiac arrest, coital bleeding, complication of device removal, depression, diarrhoea, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hot flush, menstrual disorder, metrorrhagia, migraine, panic attack, pelvic pain, procedural haemorrhage, sensory loss; treatment noncompliance; peripheral swelling; increased tendency to bruise; mood swings; irregular periods; alopecia; teeth loss; sleep issues; dry skin; blood in her urine; hip pain; dizziness and night sweats to be related to essure. The reporter commented: in (B)(6) 2016, plaintiff underwent a hysterectomy to remove the essure, during the procedure she experienced severe complications including but not limited to blood loss and cardiac arrest requiring resuscitation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Current weight: (B)(6) lbs. Most recent follow-up information incorporated above includes: on 10-jan-2018: reporter information was added. Patient demographics were added. Historical condition/ concurrent conditions were added. Lab data was added. Essure implantation date was added. Essure explantation date was updated (previously reported as (B)(6) 2016); essure lot # 789035 was added. Treatment medications were added. Events: low iron; weight gain; cramping/ lower quadrant abdomen stomach pain (cramp like; bloated; felt sensitive); pelvic pain (sharp cramp like pain); hot flashes; dizziness; heavy bleeding; night sweats; spotting after intercourse; bad menstrual cramps; bleeding between menstrual cycles; breast pain; hip pain; back pain; diarrhea; mood swings; loss of feeling; panic attacks; menstrual blood clots; easy bruising; leg rashes; leg swelling; hair loss; teeth loss; sleep issues; dry skin; blood in her urine; stomach pain; irregular periods; allergic to nickel or any other component of essure (skin rashes after wearing nickel jewelry) hypersensitivity reaction to nickel or any other component of essure (stomach cramping and hurting/ not be touched because her stomach/ abdomen felt sensitive); depression); following essure placement procedure, she did not use birth control or contraception and she did not underwent essure confirmation test were added. Her symptoms subsided post essure removal, however she still experiences bloating and stomach pain. The reporter assessed events were related with essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of cardiac arrest ("cardiac arrest requiring resuscitation"), procedural haemorrhage ("blood loss (severe complications during the procedure)"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy and abnormal bleeding/heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. 789035) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's past medical history included multigravida, parity 4 (date of births: (B)(6) 2003; (B)(6) 2005; (B)(6) 2008; (B)(6) 2009.), polyhydramnios, gestational diabetes and nickel sensitivity. Severe migraines - for which she had no history of suffering prior to undergoing the implantation of essure. Concurrent conditions included depression. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced cardiac arrest (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("severe migraines/migraines"), hormone level abnormal ("hormonal fluctuations"), abdominal pain lower ("cramping/lower quadrant abdomen stomach pain (cramp like)"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), blood disorder ("developed a blood disorder"), complication of device removal ("severe complications during the essure removal procedure"), blood iron decreased ("low iron"), pelvic pain ("pelvic pain (sharp cramp like pain)"), hot flush ("hot flashes"), coital bleeding ("spotting after intercourse"), dysmenorrhoea ("bad menstrual cramps"), metrorrhagia ("bleeding between menstrual cycles"), breast pain ("breast pain"), the first episode of arthralgia ("hip pain"), back pain ("back pain"), diarrhoea ("diarrhea"), sensory loss ("loss of feeling"), panic attack ("panic attacks"), menstrual disorder ("menstrual blood clots"), abdominal pain upper ("stomach pain / stomach cramping and hurting"), depression ("depression"), treatment noncompliance ("following essure placement procedure, she did not use birth control or contraception"), peripheral swelling ("leg swelling"), increased tendency to bruise ("easy bruising"), mood swings ("mood swings"), menstruation irregular ("irregular periods"), alopecia ("hair loss"), tooth loss ("teeth loss"), sleep disorder ("sleep issues"), dry skin ("dry skin"), blood urine present ("blood in her urine"), the second episode of arthralgia ("hip pain"), dizziness ("dizziness"), night sweats ("night sweats") and abdominal tenderness ("felt sensitive"). The patient was treated with citalopram hydrobromide (celexa), iron, resuscitation and surgery (in (B)(6) 2016 , underwent a hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the cardiac arrest, procedural haemorrhage, hormone level abnormal, blood disorder, complication of device removal and treatment noncompliance outcome was unknown, the abdominal pain, genital haemorrhage, migraine, abdominal pain lower, dyspareunia, blood iron decreased, pelvic pain, hot flush, coital bleeding, dysmenorrhoea, metrorrhagia, breast pain, back pain, diarrhoea, sensory loss, panic attack, menstrual disorder, depression, peripheral swelling, increased tendency to bruise, mood swings, menstruation irregular, alopecia, tooth loss, sleep disorder, dry skin, blood urine present, the last episode of arthralgia, dizziness and night sweats had resolved and the abdominal distension, abdominal pain upper and abdominal tenderness had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abdominal tenderness, alopecia, back pain, blood disorder, blood iron decreased, blood urine present, breast pain, cardiac arrest, coital bleeding, complication of device removal, depression, diarrhoea, dizziness, dry skin, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hot flush, increased tendency to bruise, menstrual disorder, menstruation irregular, metrorrhagia, migraine, mood swings, night sweats, panic attack, pelvic pain, peripheral swelling, procedural haemorrhage, sensory loss, sleep disorder, tooth loss, treatment noncompliance, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: in (B)(6) 2016 , plaintiff underwent a hysterectomy to remove the essure, during the procedure she experienced severe complications including but not limited to blood loss and cardiac arrest requiring resuscitation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Current weight: (B)(6) lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-feb-2018: quality safety evaluation, entry of FDA codes, addition of ptc global number reference, addition of batch information(exp and manufacture dates). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("sectioning the uterus near each fallopian tube yields intact, embedded coils"), device expulsion ("sectioning the uterus near each fallopian tube yields intact, embedded coils"), pelvic pain ("pelvic pain (sharp cramp like pain)"), cardiac arrest ("cardiac arrest requiring resuscitation"), procedural haemorrhage ("blood loss (severe complications during the procedure)") and genital haemorrhage ("heavy and abnormal bleeding/heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. 789035) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's past medical history included multigravida, parity 4 (date of births: (B)(6) 2003; (B)(6) 2005; (B)(6) 2008; (B)(6) 2009.), polyhydramnios, gestational diabetes, nickel sensitivity, asthma and orthotricyclen. Severe migraines - for which she had no history of suffering prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: celelxa. Concurrent conditions included depression and penicillin allergy. Concomitant products included anaesthetics (anesthesia) and lidocaine. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cardiac arrest (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), migraine ("severe migraines/migraines"), hormone level abnormal ("hormonal fluctuations"), abdominal pain lower ("cramping/lower quadrant abdomen stomach pain (cramp like)"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), blood disorder ("developed a blood disorder"), complication of device removal ("severe complications during the essure removal procedure"), blood iron decreased ("low iron"), hot flush ("hot flashes"), coital bleeding ("spotting after intercourse"), dysmenorrhoea ("bad menstrual cramps"), metrorrhagia ("bleeding between menstrual cycles"), breast pain ("breast pain"), the first episode of arthralgia ("hip pain"), abdominal pain ("severe abdominal pain"), back pain ("back pain"), diarrhoea ("diarrhea"), sensory loss ("loss of feeling"), panic attack ("panic attacks"), menstrual disorder ("menstrual blood clots"), abdominal pain upper ("stomach pain / stomach cramping and hurting"), depression ("depression"), treatment noncompliance ("following essure placement procedure, she did not use birth control or contraception"), peripheral swelling ("leg swelling"), increased tendency to bruise ("easy bruising"), mood swings ("mood swings"), menstruation irregular ("irregular periods"), alopecia ("hair loss"), tooth loss ("teeth loss"), sleep disorder ("sleep issues"), dry skin ("dry skin"), blood urine present ("blood in her urine"), the second episode of arthralgia ("hip pain"), dizziness ("dizziness"), night sweats ("night sweats") and abdominal tenderness ("felt sensitive"). The patient was treated with citalopram hydrobromide (celexa), iron, surgery (total vaginal hysterectomy), surgery (total vaginal hysterectomy), surgery (in (B)(6) 2016 , underwent a hysterectomy to remove essure) and resuscitation. Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, cardiac arrest, procedural haemorrhage, hormone level abnormal, blood disorder, complication of device removal and treatment noncompliance outcome was unknown, the pelvic pain, genital haemorrhage, migraine, abdominal pain lower, dyspareunia, blood iron decreased, hot flush, coital bleeding, dysmenorrhoea, metrorrhagia, breast pain, abdominal pain, back pain, diarrhoea, sensory loss, panic attack, menstrual disorder, depression, peripheral swelling, increased tendency to bruise, mood swings, menstruation irregular, alopecia, tooth loss, sleep disorder, dry skin, blood urine present, the last episode of arthralgia, dizziness and night sweats had resolved and the abdominal distension, abdominal pain upper and abdominal tenderness had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abdominal tenderness, alopecia, back pain, blood disorder, blood iron decreased, blood urine present, breast pain, cardiac arrest, coital bleeding, complication of device removal, depression, device expulsion, diarrhoea, dizziness, dry skin, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hormone level abnormal, hot flush, increased tendency to bruise, menstrual disorder, menstruation irregular, metrorrhagia, migraine, mood swings, night sweats, panic attack, pelvic pain, peripheral swelling, procedural haemorrhage, sensory loss, sleep disorder, tooth loss, treatment noncompliance, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: in (B)(6) 2016 , plaintiff underwent a hysterectomy to remove the essure, during the procedure she experienced severe complications including but not limited to blood loss and cardiac arrest requiring resuscitation.there were approximately 5 coils visible. After placement, the left tubal ostium was cannulated. The device was deployed. There were 3.5 coils visible, the hysteroscope was removed. Tenaculum was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Current weight: (B)(6) lbs.on (B)(6) 2016, pathology report- clinical information: menometrorrhagja, endometrial bx diagnosis: endometrium, biopsy: ¿ inactive pattern with advanced breakdown. ¿ no hyperplasia or malignancy, gross description: the specimen in a formalin container labeled with two patient identifiers and "emb", is a 3.0 x 2.0 x 1.5 cm collection of red tan tissue cores. Mucoid material and blood. On (B)(6) 2016, pathology report-preoperative diagnosis: pelvic pain postoperative diagnosis: pelvic pain specimen(s): uterus with cervix final diagnosis: uterus and cervix, hysterectomy: cervix: benign cervical tissue with focal chronic inflammation. Uterus: secretory endometrium, unremarkable myometrium, coils for gross examination only. Representative sections are submitted as follows: anterior cervix, posterior cervix, anterior endomyometrium, partial full thickness cross section, posterior endomyometrium, soft tissue surrounding coils. Macroscopic description: received in formalin, cervix" is a 191 gram tan-pink, slightly disrupted uterus with cervix (12_1 x 6.6 x 60 cm). The tan-brown, disrupted ectocervix (3.6 x 2.7 cm) surrounds a slit-like os (1.0 cm in length). Due to the disruption of the specimen, true anatomical orientation cannot be provided. The presumed left fallopian tube stump measures 1,5 cm in length x 0.7 cm in diameter. The right fallopian tube stump measures 0.2 cm in length x 0.5 cm in diameter and displays a disrupted silver coli extending from the lumen measuring a total of 2.2 cm in length and 0.2 cm in diameter. The tan herringbone 3.2 cm in length endometrial cavity is sectioned to reveal nabothian cysts, the endometrium is void of hemorrhage, nodular, and measures 6.3 cm in length x 3.9 cm from cornu to cornu. Sectioning reveals a tan-pink trabeculated myometrium with a slightly cysticappearance. No distinct lesions or masses are grossly identified. Sectioning the uterus near each fallopian tube yields intact, embedded coils. The left coil measures 0.7 cm in length x 0,2 cm in diameter and extends from the fallopian tube. Representative sections are submitted as follows: a 1) anterior cervix, a2) posterior cervix. A3) anterior endomyometrium, partial full thickness cross section. A4) posterior endomyometrium. As) soft tissue surrounding coils. On (B)(6) 2016, radiology report- ta and tv us for pelvic pain, ml ut appears anteverted and wnl. No definite masses identified. History of essure, coils seen today. See report for endo msmt, appears smooth. Both ovaries imaged and appear wnl. No free fluid seen. Concerning the injuries reported in this case the following one/onces were described in patient's via medical record confirming events pelvic pain, irregular cycles. Quality-safety evaluation of ptc: unable to confirm complaint / most recent follow-up information incorporated above includes: on 5-feb-2018: medical records- all relevant medical history, concurrent condition and lab test were added. Events sectioning the uterus near each fallopian tube yields intact, embedded coils was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("sectioning the uterus near each fallopian tube yields intact, embedded coils"), device expulsion ("sectioning the uterus near each fallopian tube yields intact, embedded coils"), pelvic pain ("pelvic pain (sharp cramp like pain)"), cardiac arrest ("cardiac arrest requiring resuscitation"), procedural haemorrhage ("blood loss (severe complications during the procedure)") and genital haemorrhage ("heavy and abnormal bleeding/heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. 789035) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (date of births: (B)(6) 2003; (B)(6) 2005; (B)(6) 2008; (B)(6) 2009.), polyhydramnios, gestational diabetes, nickel sensitivity and asthma. Severe migraines - for which she had no history of suffering prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: celelxa. Concurrent conditions included depression and penicillin allergy. Concomitant products included anaesthetics (anesthesia) and lidocaine. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cardiac arrest (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), migraine ("severe migraines/migraines"), hormone level abnormal ("hormonal fluctuations"), abdominal pain lower ("cramping/lower quadrant abdomen stomach pain (cramp like)"), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), blood disorder ("developed a blood disorder"), complication of device removal ("severe complications during the essure removal procedure"), blood iron decreased ("low iron"), hot flush ("hot flashes"), coital bleeding ("spotting after intercourse"), dysmenorrhoea ("bad menstrual cramps"), metrorrhagia ("bleeding between menstrual cycles"), breast pain ("breast pain"), the first episode of arthralgia ("hip pain"), abdominal pain ("severe abdominal pain"), back pain ("back pain"), diarrhoea ("diarrhea"), sensory loss ("loss of feeling"), panic attack ("panic attacks"), menstrual disorder ("menstrual blood clots"), abdominal pain upper ("stomach pain / stomach cramping and hurting"), depression ("depression"), treatment noncompliance ("following essure placement procedure, she did not use birth control or contraception"), investigation noncompliance ("she did not underwent essure confirmation test."), peripheral swelling ("leg swelling"), increased tendency to bruise ("easy bruising"), mood swings ("mood swings"), menstruation irregular ("irregular periods"), alopecia ("hair loss"), tooth loss ("teeth loss"), sleep disorder ("sleep issues"), dry skin ("dry skin"), blood urine present ("blood in her urine"), the second episode of arthralgia ("hip pain"), dizziness ("dizziness"), night sweats ("night sweats") and abdominal tenderness ("felt sensitive"). The patient was treated with citalopram hydrobromide (celexa), iron, surgery (total vaginal hysterectomy), surgery (total vaginal hysterectomy), surgery (in (B)(6) 2016 , underwent a hysterectomy to remove essure) and resuscitation. Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, cardiac arrest, procedural haemorrhage, hormone level abnormal, blood disorder, complication of device removal, treatment noncompliance and investigation noncompliance outcome was unknown, the pelvic pain, genital haemorrhage, migraine, abdominal pain lower, dyspareunia, blood iron decreased, hot flush, coital bleeding, dysmenorrhoea, metrorrhagia, breast pain, abdominal pain, back pain, diarrhoea, sensory loss, panic attack, menstrual disorder, depression, peripheral swelling, increased tendency to bruise, mood swings, menstruation irregular, alopecia, tooth loss, sleep disorder, dry skin, blood urine present, the last episode of arthralgia, dizziness and night sweats had resolved and the abdominal distension, abdominal pain upper and abdominal tenderness had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, abdominal tenderness, alopecia, back pain, blood disorder, blood iron decreased, blood urine present, breast pain, cardiac arrest, coital bleeding, complication of device removal, depression, device expulsion, diarrhoea, dizziness, dry skin, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, hormone level abnormal, hot flush, increased tendency to bruise, investigation noncompliance, menstrual disorder, menstruation irregular, metrorrhagia, migraine, mood swings, night sweats, panic attack, pelvic pain, peripheral swelling, procedural haemorrhage, sensory loss, sleep disorder, tooth loss, treatment noncompliance, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: in (B)(6) 2016 , plaintiff underwent a hysterectomy to remove the essure, during the procedure she experienced severe complications including but not limited to blood loss and cardiac arrest requiring resuscitation.there were approximately 5 coils visible. After placement, the left tubal ostium was cannulated. The device was deployed. There were 3.5 coils visible, the hysteroscope was removed. Tenaculum was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.8 kg/sqm. Current weight: (B)(6) lbs.on (B)(6) 2016, pathology report- clinical information: menometrorrhagja, endometrial bx diagnosis: endometrium, biopsy: ¿ inactive pattern with advanced breakdown. ¿ no hyperplasia or malignancy, gross description: the specimen in a formalin container labeled with two patient identifiers and "emb", is a 3.0 x 2.0 x 1.5 cm collection of red tan tissue cores. Mucoid material and blood. On (B)(6) 2016, pathology report-preoperative diagnosis: pelvic pain postoperative diagnosis: pelvic pain specimen(s): uterus with cervix final diagnosis: uterus and cervix, hysterectomy: cervix: benign cervical tissue with focal chronic inflammation. Uterus: secretory endometrium, unremarkable myometrium, coils for gross examination only. Representative sections are submitted as follows: anterior cervix, posterior cervix, anterior endomyometrium, partial full thickness cross section, posterior endomyometrium, soft tissue surrounding coils. Macroscopic description: received in formalin, cervix" is a 191 gram tan-pink, slightly disrupted uterus with cervix (12_1 x 6.6 x 60 cm). The tan-brown, disrupted ectocervix (3.6 x 2.7 cm) surrounds a slit-like os (1.0 cm in length). Due to the disruption of the specimen, true anatomical orientation cannot be provided. The presumed left fallopian tube stump measures 1,5 cm in length x 0.7 cm in diameter. The right fallopian tube stump measures 0.2 cm in length x 0.5 cm in diameter and displays a disrupted silver coli extending from the lumen measuring a total of 2.2 cm in length and 0.2 cm in diameter. The tan herringbone 3.2 cm in length endometrial cavity is sectioned to reveal nabothian cysts, the endometrium is void of hemorrhage, nodular, and measures 6.3 cm in length x 3.9 cm from cornu to cornu. Sectioning reveals a tan-pink trabeculated myometrium with a slightly cysticappearance. No distinct lesions or masses are grossly identified. Sectioning the uterus near each fallopian tube yields intact, embedded coils. The left coil measures 0.7 cm in length x 0,2 cm in diameter and extends from the fallopian tube. Representative sections are submitted as follows: anterior cervix, posterior cervix. Anterior endomyometrium, partial full thickness cross section. Posterior endomyometrium. As) soft tissue surrounding coils. On (B)(6) 2016, radiology report- ta and tv us for pelvic pain, ml ut appears anteverted and wnl. No definite masses identified. History of essure, coils seen today. See report for endo msmt, appears smooth. Both ovaries imaged and appear wnl. No free fluid seen. Concerning the injuries reported in this case the following one/onces were described in patient's via medical record confirming events pelvic pain, irregular cycles. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2018: quality-safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.